Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is complete. As received, the monitor was fully functional and able to detect and treat. Device eval of electrode sn (B)(4) is complete. As received, the monitor was fully functional and able to detect and treat. There is no indication to suggest that the lifevest caused or contributed to the pt death. Monitor (B)(4) - initial use; electrode belt (B)(4): 02/2013 - reuse.

Event description:
A us distributor contacted zoll to report that a pt passed away on (B)(6) 2014 in the hospital. The lifevest properly detected two asystole events at 12;43:31 pm and 12:44;14 pm on (B)(6) 2014. No treatment sequence was initiated as asystole is a non-treatable rhythm. The electrode belt was disconnected at 12:44:47. The pt was being worked on by (B)(6) in an operating room until the time of death. Hospital staff recorded ECG at 11:28 am. (B)(6) removed the device and used their own defibrillators after alleging that the lifevest and pacemaker did not "go off". There is no indication to suggest that the lifevest caused or contributed to the pt death, as asystole is a non-treatable rhythm.